Event description:
Patient experiencing parasthesia of the left hand and severe pain and paralysis of 2 fingers (index and thumb). No reported revision of components. This event was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.